Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the charging cable was damaged preventing charging from occurring. No reported adverse impact to the customer's blood glucose. Customer received a replacement cable to resolve the issue.